Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the user opened the package of a ngage nitinol stone extractor, checked the basket function, and discovered the basket cannot be opened. Issue was discovered prior to patient contact. User changed another same device to complete the procedure. No patient involvement.

Event description:
It was reported, the user opened the package of a ngage nitinol stone extractor, checked the basket function, and discovered the basket cannot be opened. Issue was discovered prior to patient contact. User changed another same device to complete the procedure. No patient involvement.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. A visual examination noted a kink in the basket sheath located 86 cm from the distal tip. A functional test determined the handle does not actuate the basket formation. The handle was disassembled; the basket formation can be manually actuated. The support sheath and basket sheath are still adhered. The handle was reset and reassembled and the device functioned fine. A review of the device history record found there were no non-conformances that may have contributed to this event. A complaint history search revealed this complaint is the only one associated with lot number 8284848. Per the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open. A kink was noted in the sheath, but when the handle was disassembled, the basket could be manually functioned, indicating the kink was not affecting basket deployment. When the handle was reassembled to the sheath and coil assembly, normal basket function returned. The cause for the failure of the basket to open could be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.